Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium during storage. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "helium leak from the balloon pump". Staff reports that the unit is leaking helium during the storage. A getinge field service engineer (fse) had evaluated the unit and it was being found that the o-ring which was being attached to the helium tank to regulator was dirty. Than the fse had replaced the "o-ring" from which the unit passes all the leak tests. Than the functional testing and safety checks have been performed according to the factory specifications. Than the unit had passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for the clinical use. There was no harm to the patient.